Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 60751611. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 60751611 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and torque or speed applied during placement/seating exceeds recommended value therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed.

Event description:
Doctor reported implant fracture at tooth site 36. Patient came referring loose crown and as it could not be fixed again, doctor noticed implant fracture. A new implant was placed right after removal of fracture implant. Patient with no chewing efficiency at tooth site 36. Doctor performed augmentation with a puros product and reported no issues with it.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown / not provided, premarket identification k013227, device manufacturer date unknown / not provided.